Manufacturer narrative:
One bivona® customized tts¿ tracheostomy tube was returned for investigation. The reported obturator and sheath were not returned with the device. Visual inspection of the returned device found no defects or faults. Examination of the inside of the tracheostomy tube shaft found that there was a clear line of sight when the shaft was held straight and no blockage was observed. The inner diameter of the tracheostomy tube was measured using a pin gage and the measurements were found to be within specification. No fault was found with the returned tracheostomy tube. Investigation was unable to confirm the reported complaint as the obturator was not returned for investigation. No root cause could be determined during investigation. (B)(4).

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that after placement of the bivona® flextend¿ tts¿ pediatric straight neck flange tracheostomy tube, the patient's nurse attempted to remove the obturator. The nurse encountered extreme difficulty and could not remove the obturator. The nurse continued to pull on the obturator but the obturator would not release and eventually the nurse pulled "so hard" that the tracheostomy tube was pulled out of the patient. The plastic sheath of the device remained in the patient airway but it was noted that a piece of the plastic sheathing covering the obturator had broken off outside of the patient's body. The patient's caregivers were unable to remove the obturator. The patient's previous device was placed back into the patient. It was later confirmed that the patient's caregivers placed the tracheostomy tube and attempted to remove the obturator. The caregiver encountered difficulty and could not remove the obturator. The tracheostomy tube was removed and the patient's previous device was placed back into the patient. After the tracheostomy tube was removed from the patient the obturator was taken out of the device and the plastic sheath covering the obturator broke off. No patient injury occurred and no medical intervention was required.